Event description:
Device report from synthes reports an event in australia as follows: it was reported on (B)(6) 2022, that after removal of a femoral kuntscher nail that had been in-situ for 11 years, the ria 2 was engaged with a 10mm reaming head. Without penetrating very far, the ria2 was met with resistance. The surgeon advanced and retracted the ria slowly and without cause for concern but was unable to pass the proximal third of the femur, despite a nail having just been removed. The entry point and trajectory of the ria tube assembly was quite straight and without angulation. Upon xray imaging, it was immediately apparent that the reaming head and the tip of the tube assembly had broken apart, leaving both part in the canal. Both piece were easily removed with the ball tipped reaming rod, but 4x small tabs from the reaming head remained in the canal. Over the course of the next 3 hours, the four metal tabs were retrieved using curettes, suction, and reamers. There was surgical delay due to reported event for 180 minutes. Action taken when event occurred? Was retrieval of broken fragments from intramedullary canal of femur, the surgery was successfully completed. Fragments were generated .no fragments were not easily removed without additional intervention. They were removed but not easily. It took 3 hours of additional surgical time. The surgical outcome was that the nail was removed successfully as planned, and the intramedullary canal was partially washed out with the ria2 but not as much as had been planned. Post op patient status is unknown. Concomitant product: unk - nails: femoral(part# unknown, lot# unknown, quantity# 1). This report is for one (1) ria 2 bone harvesting kit l520. This is report 1 of 2 for complaint (B)(4).

Manufacturer narrative:
Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. Procode: hto. Device available for evaluation: complainant part is not expected to be returned for manufacturer review/investigation. Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.